Manufacturer narrative:
The affected device has not been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Cleaned sensor because of air in line error. There was no reported patient involvement.